Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The rv lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. The perforation allegation was not confirmed by laboratory analysis. Continuity testing passed which indicated that the conductors were intact. Also, a visual inspection revealed no abnormalities.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The rv lead was surgically explanted. No additional adverse patient effects were reported.